Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the physician noticed that the patients heart made an abnormal movement. An e chocardiogram confirmed that the patient developed a pericardial effusion. The sheath and balloon catheter were removed from the patient and a pericardiocentesis was performed and the patient fully recovered. The case was completed with cryo. No further patient complications have been reported as a result of this event.